Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staff went to open the handles of the device; compromised sterility the plastic packaging had cracked open (in the box). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91018 the analysis results found that the eph02 device was returned inside its package; the package was returned partially damaged. Upon visual inspection, it was observed that the blister was cracked; the blister was found to be broken at one of the corners. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.